Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was moved to a new implant location due to a pocket infection. The patient was put on antibiotics and planned to be followed. Approximately eight years later, the device was explanted for normal battery depletion.

Manufacturer narrative:
The device was returned for analysis, however no analysis will be performed due to the nature of the allegation.